Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is 611 mg/dl. Customer has ketones. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.